Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications of acceptable resistance values; however, multiple short circuits were detected. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle and dried saline was noted within the electrical connector, consistent with the short circuits detected during testing. Further testing revealed a leak at the luer/irrigation tubing junction due to insufficient adhesive applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
This report is to advise of an event observed during analysis confirming short circuits and an irrigation leak of the catheter.